Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing and high thresholds. The patient had a history of cardiac ablation associated with poor sensing values. Additional information indicated that the issue was due to change in patient condition in which a poorly conducting atrial tissue was noted. There was also possible undersensing of atrial fibrillation (af). This ra lead was abandoned surgically. No additional adverse patient effects were reported.